Event description:
It was reported that the table-top panning lock would not lock in place allowing the table-top to free float. The customer had to move the patient to another lab, and shut down this room. The concern is that the patient might fall while being transferred by the healthcare professional. No injury was reported.